Event description:
It was reported that "during a lumbar fusion with coral set, the first screw the surgeon tried to put in broke off inside the pt (the screw head came off the screw) and the tip of the screwdriver got stripped. The surgery was completed. There was a spare part and it functioned properly. The event lead to increase the surgery time for more than 10 mins. No add'l anesthesia administered due to the alleged incident. The surgeon was turning screw in to pedicle when the screw head came off, and the screwdriver tip broke." Add'l info was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated on the reported info.